Event description:
I went to (B)(6) on yesterday to donate plasma. The management staff put 2 untrained phlebotomists on both my arms to do and plasma donation needle stick. They were using the plasma needle by digging and drilling to deep into the veins of my arms causing several needle stick injuries into both of my veins and my arms causing severe pain. Yes their phlebotomists at (B)(6).